Event description:
Reporter alleged discrepant blood glucose results of 315 mg/dl back to back with a result of 138 mg/dl when testing was performed 3-4 minutes apart on the advantage system. As a result of the comparison, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. The advantage system: meter and comfort curve test strip lot number 549218 with an expiration date of 10-31-07.